Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was identified at the right cylinder in the junction with the tubing. The patient was said to be doing well. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the hard silicone "elbow: where the input tubing joins at the cylinder had "sheared" although not completely but it was enough for the fluid to escape. The date of onset was unknown. No more information available at the moment. Should additional information become available, it will be provided.